Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle was blocked during the injection. The following information was provided by the initial reporter: "many of these needles are partially blocked by unidentified material and are very difficult to use for injections."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/12/2021. H.6. Investigation: a device history record review was completed for provided lot number 190323. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this defect, twenty samples were returned for evaluation by our quality engineer team. The samples were assembled with an emerald syringe. All of the samples functioned per specification with no signs of clogging identified. Based on the investigation results, an exact cause related to the manufacturing process could not be identified for this incident. H3 other text : see h.10.

Event description:
It was reported that the bd microlance¿ 3 needle was blocked during the injection. The following information was provided by the initial reporter: "many of these needles are partially blocked by unidentified material and are very difficult to use for injections."